Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are overfilling. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: no customer samples and 1 photo were returned by the customer in support of this complaint from catalog 363083, lot number 3222681. The photo was evaluated and does not show the customer¿s failure mode of overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The 100 retention samples were visually inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are overfilling. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.